Manufacturer narrative:
The insulin pump had all operating currents within specification. No unexpected low battery or off no power alarms noted. Device passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Device functioned properly; however, noisy motor was noted during testing due to faulty motor. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has been making a grinding noise when delivering insulin and the piston is moving slowly during prime. The customer also reported that the battery life is shorter than usual. The current battery is showing one bar and it was changed less than a week back. The customer stated she has not received any alarms related to the motor. The customer reverted to manual injections the night prior to the call. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.